Event description:
It was reported that during the device evaluation at the user facility, the plug of the fiber optic cable was found to be melted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, it was determined, that heat build up due to a damaged fiber optic cable is a probable cause of the reported event. The helmet is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during the device evaluation at the user facility, the plug of the fiber optic cable was found to be melted. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.